Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were observed in the center slice of the ablation volume (slice 2) while firing on 100%. All surrounding tissue was heating except for the area covered by the blue pixels where the thermal dose threshold (tdt) lines did not reach and no heating was observed. The blue pixels were only on one side of the probe near a portion of the lesion bordering the ventricle. Blue pixels improved when the surgeon discontinued the laser. The thermal sequence was restarted to try and diminish the area covered by blue but this did not help the issue. There were no patient complications reported in relation to this event.